Event description:
It has been reported to philips that the geometry of the allura device was unavailable. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were partly available. Review of the log file showed that there was an issue with the zmp and can cards. The fse reseated the zmp and can cards from geo ipc. The fse reloaded the geo ipc. After which system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.